Event description:
I switched from the dexcom g6 to the g7 the beginning of may. The first sensor kept dropping low. When I checked my bg with a meter, I was nowhere near low, so I changed the sensor. I tried again with another g7. Seemed ok. I went to bed and during the night my sensor was reading much lower than it actually was. I got no alarm because it was in the 80-90's. When I woke up in the morning my bg was actually in the low 300's, when checked with my meter. The third sensor I tried failed before it ever got started. I called dexcom, asking them to replace my 3-month supply of g7's with g6's. I am on medicare, who will only cover sensors every 3 months. I was told they would only replace 3 sensors, not the whole supply. And they would only replace with more g7's. I think the g7's were released too soon. They also have other problems. My pump alarms with sensor signal lost unless the pump is right next to the sensor. I also can't seem to sleep on the side that the sensor is in, or it will not give accurate results. Reference reports: mw5155260, mw5155261.